Event description:
The physician reported pacing failure relative to the subject device during an implant attempt.

Event description:
The physician reported pacing failure relative to the subject device during an implant attempt.